Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack with evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2014-product analysis:the pump was returned and evaluated by product analysis on 07/11/2014 with the following findings:a battery compartment crack was observed. Corrosion was observed within the battery compartment. Leak testing verified a battery compartment leak. Moisture was observed on the pump printed circuit board. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.